Manufacturer narrative:
Correction: device code: please remove (fracture) as there was no fracture on the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant it was noted that the screw was already out of the lead. Lead was taken out and it was noted that the screw was deployed from the lead. After placing the lead in the right atrium, it was noted that the lead deployed again. The lead was stuck onto something within the ra. Lead was taken out and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.